Event description:
A customer in (B)(6) reported the occurrence of (B)(6) in association with the vitek® 2 ast-p631 test kit. Testing via (B)(6) media indicated (B)(6). Cefoxitin disk method obtained a result of resistant (13mm). The treating physician indicated there was no inappropriate or delayed treatment associated with the discrepant result, and there was no adverse impact to the patient's state of health. Culture submittal has been requested by biomérieux for internal investigation. Biomérieux investigation has been initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) obtained a false negative cefoxitin screen (oxsf) / false susceptible oxacillin (ox) result for a staphylococcus aureus patient isolate when testing with the vitek® 2 ast-p631 test kit (ref 414961). Biomérieux investigation was conducted using the patient strain submitted by the customer. Testing via vitek® 2 gram-positive identification (gp ID) card confirmed the organism to staphylococcus aureus. Ast reference methods provided the following results: - pcr meca/mecc obtained a result of meca positive; mrsa confirmed. - kirby-bauer cefoxitin (fox kb), reference method used for vitek® 2 cefoxitin screen test, showed d = 16 mm (resistant) with no micro colonies in the inhibition zone. - agar dilution (ad) method used for vitek® 2 oxacillin development (formulation ox101n) on ast-p631 card obtained a result of oxacillin mic = 8 mg/l resistant. - broth microdilution (bmd) cefoxitin screen (fox) was also performed; fox mic = 8mg/l resistant. The strain is confirmed as (B)(6) (meca positive, resistant by both cefoxitin disk diffusion and bmd, and oxacillin resistant). Vitek® 2 ast-p631 testing (customer lot.# 7310486103 and random lot. #7310514103) obtained the following: customer lot: - ox mic = 1 mg/l susceptible - oxsf negative - phenotype "wild" given by advanced expert system (aes) - bioart rule no. 34 triggered. Rule no. 34 is triggered in the presence of a strain with beta-lactam phenotype "acquired penicillinase or modified pbp" (oxacillin mic is equal to 1 or 2 mg/l), combined with a negative cefoxitin screen test. The user is alerted through a comment on the laboratory report, and the software stops the report for review by the customer (for the possible presence of a staphylococcus aureus strain that does not fully express its oxacillin resistance). In this case, it is suggested to confirm the resistance phenotype by an alternative method (e.g. Mec a pcr, pbp 2a). Note: ofloxacin resistant random lot: - ox mic =0.5 mg/l susceptible - oxsf negative phenotype "wild" given by the aes - bioart no. 34 not triggered note: ofloxacin resistant -the ox values are in essential agreement error compared to the reference mic (8 r). -the oxsf negative tests are not correlated with the disc diffusion result (fox kb r). Genotypic typing determined the strain to be the clone cc5-(B)(6)-vi. On the vitek 8.01 version, the oxsf test is positive on both lots. The (B)(6) strain was correctly identified. To optimize (B)(6) strain detection at customer sites, a field safety corrective action (fsca-3760) was issued on january 26, 2018 to provide an additional vitek® 2 software bioart rule to complement the existing vitek® 2 software bioart rule 34. The new bioart rule is triggered by: - an ox mic <= 0.25 and 0.5 mg/l - combined with a negative result for oxsf - and an ofl result of resistant. With both bioart rules activated, under prescribed conditions, the user will be alerted through a comment on the lab report, and the software stops the analysis requiring a review by the customer for the possible presence of a staphylococcus aureus strain that does not fully express its oxacillin resistance. In this case, the user is to confirm the resistance phenotype by an alternative method (e.g. Meca pcr, pbp2a). A performance study was conducted to confirm vitek® 2 products used in the detection or mrsa remain within performance claims. - the root cause analysis of the non-detection of some (B)(6) isolates by vitek® 2 concluded that the following items were ruled out: instrument / optics issue, user error, master formulary changes, manufacturing process changes, media, card lot issue, raw materials, base broth, pouches, shipping issues, shelf life, qc issue, vitek 2 software, densicheck¿, shift in performance. - two items were identified as contributing factors: strain characteristics (including heterogeneity) / local epidemiology, and the vitek® 2 oxsf knowledge base (some strains are on the border between a positive and negative result). The performance study included approximately 280 contemporary staphylococcus aureus isolates, and provided objective evidence that performance for vitek® 2 oxacillin (ox101n) / cefoxitin screen (oxsf01n) has not shifted from published performance, and acceptable performance was obtained with both vitek® 2 software versions 7.01 and 8.01 oxsf knowledge bases. [It is acknowledged that the vitek® 2 software version 8.01 oxsf knowledge base detected some oxsf-positive strains that vitek® 2 software version 7.01 did not.] Therefore, although there are some isolates of mrsa not detected by vitek® 2 oxacillin / cefoxitin screen, there is no evidence to suggest that performance is outside of established performance.